Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016 as it was reported that complications started in (B)(6) 2016. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) medical center by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
As reported by the patient's attorney, an advantage sling was implanted on (B)(6) 2015. According to the complainant, the patient experienced an unknown injury. Complications started in (B)(6) 2016. Patient had her first revision surgery on (B)(6) 2017, second on (B)(6) 2019 and third on (B)(6) 2018. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.